Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer also received a motion sensor test failure alarm. Customer did not report a motor position encoder error alarm. Customer's blood glucose was 342 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was exposed to x-ray a week prior to call; drive support cap appeared normal and customer was unable to complete rewind process due to receiving a motion sensor test failure alarm. Customer was not able to complete troubleshooting. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump passed displacement test, basic occlusion test, prime test, operating currents, self-test and off no power. However, device received with stuck in motor error alarm loop during bolus delivery. No motion sensor test failed alarm noted. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Device received with minor scratched display window and cracked case at display window corner.